Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) exhibited episodes of over-sensed noise. The ICD was explanted and replaced. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of far p wave over-sensing. Programming changes were suggested. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.